Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the lad, the quantum balloon ruptured at 18 atm's on the fifth inflation. The atm's of the previous four inflations are unknown. The product was removed and replaced with an unspecified device. The facility disposed of the quantum device. The lad was reported to be minimally tortuous and contained a nir elite stent. The timeframe of the stent placement is unknown. The introducer sheath size and type of inflation device used are unknown. A medtronic zuma ii guide catheter was used. The patient was asymptomatic with this event and the procedure was successfully completed. No patient injury or procedural complications were reported. The patient's status was reported as 'good'. No other information is available at this time.